Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The returned tip was returned with a defective heat shrink. As of july 13, 2017 all microline inc reusable tips were recalled. All of customers were made aware of this product recall while this issue is being addressed. Initial information received on these complaints led us to believe that they were not patient involved. Additional information provided in october 2017 told us that the patient was already under anesthesia when the failure occurred. This additional information led to the reporting of these complaints.

Event description:
During a pre op of a surgical procedure, the surgeon noticed that the heat shrink on the renew lapclinch grasper shrunk and cracked. The procedure and anesthesia time was extended for 10 mins.